Event description:
International customer reported that an attached reservoir inflated with air upon initial activation. The surgeon reports a possible problem with either the drain or reservoir; the specific date cannot be determined. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: product: blake drain, lot: 47992isp, mfg: 06/06/2008, exp: 06/30/2008; product j-vac reservoir, lot: unk. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.